Event description:
Patient reported the up/down buttons on the infusion device do not respond. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result the soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons function were tested successfully and comply with the product specification. The problem mentioned by the customer is related to careless handling of the product.